Event description:
A pt had undergone dialysis implantation in 2006 without any complications. The pt had a dialysis session which was unremarkable for high pressures or any known complications. The pt then went to dinner with her daughter who later dropped her mother off at home. The daughter phoned her mother sometime later but could not contact her. The daughter then called the neighbor who went next door to check on the pt unsuccessfully. Ems and the police were contacted to investigate; they arrived and broke down the door to the pt's home. Upon entry into the house, the emergency personnel stated that the pt was found on the floor. The daughter was at the scene and described fragments of the dialysis catheter located near the mother. The pt was later pronounced dead however no autopsy was performed on the pt per the family's request.